Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a patient experienced a pneumothorax shortly after this cardiac resynchronization therapy defibrillator (crt-d) was implanted. The patient also reported experiencing shortness of breath post-procedure as well. No changes were made and the crt-d remains in service. No additional adverse patient effects were reported.